Manufacturer narrative:
The customer declined to have their glidescope bflex 5.8 bronchoscope returned for evaluation and disposal. Since the bflex 5.8 bronchoscope was not returned to verathon for evaluation, the root cause of the event could not be determined. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.8 bronchoscope, the bronchoscope tip would flexed up and to the right but not straight up and down. The customer noted that the bronchoscope tip was not moving correctly when controlled by the handle. Instead of moving upward and staying centered, it would move up and to the right. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.